Event description:
It was reported that this pacemaker was implanted as a routine device replacement. Shortly after, the remote monitoring system issued an alert because the right ventricular (rv) lead pacing impedance measurement was less than 200 ohms. The patient was seen in the clinic the next day and the pacing impedance measured greater than 3000 ohms. A lead fracture or connection issue was suspected, and the patient was admitted to the hospital for a revision procedure. During the procedure, the rv lead was tested with the pacing system analyzer (psa) and all lead values were normal; when the lead was connected the device the values were out-of-range. Therefore, a new device was connected to the chronic rv lead, and normal impedance measurements were observed. The procedure was completed successfully, with no additional adverse patient effects reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The observed differences in impedance measurements may have been due to how pacing impedance is measured in this device versus via a psa. However, a connection issue or an anomaly in the explanted device may also have contributed to the observations. This report will be updated when laboratory analysis of the returned device is completed.

Event description:
It was reported that this pacemaker was implanted as a routine device replacement. Shortly after, the remote monitoring system issued an alert because the right ventricular (rv) lead pacing impedance measurement was less than 200 ohms. The patient was seen in the clinic the next day and the pacing impedance measured greater than 3000 ohms. A lead fracture or connection issue was suspected, and the patient was admitted to the hospital for a revision procedure. During the procedure, the rv lead was tested with the pacing system analyzer (psa) and all lead values were normal; when the lead was connected the the device the values were out-of-range. Therefore, a new device was connected to the chronic rv lead, and normal impedance measurements were observed. The procedure was completed successfully, with no additional adverse patient effects reported. The explanted device was returned and is undergoing laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The observed differences in impedance measurements may have been due to how pacing impedance is measured in this device versus via a psa. However, a connection issue or an anomaly in the explanted device may also have contributed to the observations. This report will be updated when laboratory analysis of the returned device is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual examination identified no anomalies. Dimensional analysis of the header was completed and all lead ports measured as expected. Automated testing was undertaken and the device did not pass all tests. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly effects the output pulse in a way that can cause erratic lead impedance measurements, as observed with this device.

Event description:
It was reported that this pacemaker was implanted as a routine device replacement. Shortly after, the remote monitoring system issued an alert because the right ventricular (rv) lead pacing impedance measurement was less than 200 ohms. The patient was seen in the clinic the next day and the pacing impedance measured greater than 3000 ohms. A lead fracture or connection issue was suspected, and the patient was admitted to the hospital for a revision procedure. During the procedure, the rv lead was tested with the pacing system analyzer (psa) and all lead values were normal; when the lead was connected to the device the values were out-of-range. Therefore, a new device was connected to the chronic rv lead, and normal impedance measurements were observed. The procedure was completed successfully, with no additional adverse patient effects reported. The explanted device was returned for analysis.